Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device using a 9f sheath relative to an intracranial thrombosis procedure. Reportedly, there was no issue during preparation, insertion, deployment or opening the footplate lever of the proglide. A foot break was noticed after device removal and was successfully retrieved. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 - failure to follow steps and instructions. The device was returned for analysis. The reported ¿suture did not come out with plunger removal¿ was not confirmed as the plunger was returned still deployed in the device. The foot break was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The preclose technique was not used prior to the procedure. The proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device using a 9f sheath after an intracranial thrombosis procedure. Reportedly, there were no issues during preparation, insertion, opening the footplate lever or pressing in the plunger of the proglide. The suture did not come out with plunger removal. A foot break was noticed after device removal and was successfully retrieved as it occurred outside the patient anatomy. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.